Manufacturer narrative:
(B)(6). The lot was manufactured between july 19, 2021 - july 20, 2021. The device was received for evaluation. Visual inspection was performed and a small tear was observed at the middle right side edge of the bag. Functional testing was performed and a leak was observed at the middle right side edge of the bag only. Magnified inspection verified a tear/hole in the middle right side edge of the bag where the leak was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the side of the bag. The leak was discovered prior to use. There was no patient involvement. No additional information is available